Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to fluid loss in the left cylinder. Further information was requested and not yet received.